Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with capture management. It was noted that episode #5 showed capture management function was operational prior to arrhythmia.

Event description:
It was reported that the patient had an episode of ventricular fibrillation (vf), which was detected and treated successfully with cardioversion by the implantable cardioverter defibrillator (ICD). It was noted the patient had been asleep at night and had vf at exactly the same time at night; there were three occurrences within four days. It was suspected that the capture management automatic measurements from the ICD were causing the arrhythmias, which were all resolved with cardiac conversion. The patient was hospitalized for five days, prescribed an oral medication and the capture management feature was disabled. There were no longer episodes of vf observed. The patient will be monitored with closer follow-ups via remote transmissions and the outcome was resolved. The patient is a participant in the (B)(6) clinical study. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.